Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified during the picture analysis of catheter that it was observed broken, the first and second electrodes detached from the rest of the device and the device analysis describe the returned condition as the dome was observed cut from the device. Initially a deflection issue was reported. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The deflection issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and a picture was also provided. Per the evaluation completion on 03-jul-2023, the following was observed: according to pictures provided by the customer, the tip was observed semi-deflected; however, it cannot be determined the piston position. Also, the tip of the catheter was observed broken, the first and second electrodes were detached from the rest of the device. Visual inspection was performed on the device provided and the shaft was observed bent. In addition, the dome was observed cut from the device with evidence of mechanical damage. Clarification was requested and a response was received. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was used on the patient. The tip was not cut intentionally. It was not known if the catheter was inside the patient when the catheter had the deflection issue. The picture analysis describing the first and second electrodes detached from the rest of the device and the device analysis of the dome observed cut from the device was assessed as MDR reportable. The awareness date for this reportable lab finding was 03-jul-2023.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. E1. Initial reporter phone: (B)(6). The investigation was completed on 03-jul-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the tip was observed semi-deflected; however, the piston position cannot be determined. Also, the tip of the catheter was observed broken, the first and second electrodes were detached from the rest of the device. The customer complaint was not confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual inspection was performed, and the shaft was observed bent. In addition, the dome was observed cut from the device with evidence of mechanical damage. Then, a deflection test was performed, and the catheter was deflecting correctly, no deflection issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer cannot be confirmed. Additional information from the customer was received and the damage on the tip was not observed during procedure. In addition, it was not reported by the customer; therefore, the damage could be related to the shipping process after procedure. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. -investigation findings: no device problem found (c19) / investigation conclusions no problem detected (d14) were selected as related to the customer¿s reported ¿deflection issue¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions cause not established (d15) / component code: cautery tip (g01002) were selected as related to the biosense webster inc. Analysis finding of the ¿broken tip¿. Manufacturer's reference number: (B)(4).